Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Continued h.6 (health effect - impact code): f2203, f2303, f2305. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data. Date alcl diagnosed: on (B)(6) 2018.

Event description:
Patient representative reported for left side "patient was diagnosed with alcl", "seroma", "capsular contracture baker grade IV with pain", "rashes", "tingling skin", "severe inflammation of lymph nodes", "fear of cancer recurrence, emotional distress, pain and suffering". Histopathological markers cd30+ and alk- have been received. Additionally reported "hair loss" which is not related to the device. Device was explanted. Treatment: device explant, total mastectomy, chemotherapy, radiation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is alcl, a seroma and capsular contracture baker grade IV with pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported patient was diagnosed with alcl, a seroma and capsular contracture baker grade IV with pain. Device was explanted. This record is for the left side.